Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital. Upon review, the right ventricular lead exhibited noise from a previous interrogation. The physician capped and replaced the lead on (B)(6) 2019. During the procedure, the right atrial lead was damaged by electrocautery and also capped and replaced. The patient was in stable condition.